Manufacturer narrative:
(B)(4).

Event description:
The hcp reported an "inflammatory mass" with patient symptoms of "weakness in legs." The pump and the catheter were planned to be rinsed and the reservoir filled with saline. The pump was planned to be set in minimum rate for approximately a week. Additional information has been requested, but was not available as of the date of this report.